Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was not confirmed. Upon investigation, the monitor was able to power up. However, the rear response button was not functional. As received, the rear response button cable was cracked and unplugged. The cause of the non-functional response buttons is the damaged cable. The root cause of the cracked cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.